Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation laboratory (pil) for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at manufacturer's product investigation laboratory (pil), ventilator inoperative codes were found in the ventilator's downloaded error log. Pil disassembled the device and found the machine flow sensor to be removed. Pil concludes no further investigation can be performed due to the machine flow sensor being removed.